Event description:
The end user reported she removed her wafer after a week of wear. A small (pea size) area of her skin tore during removal. The end user went to the emergency room after she was unable to stop the bleeding. She received three stitches and a small dressing. No further bleeding was noted. The end user indicated her skin as become noticeably "fragile over the past 15 years." She was advised to follow up with her surgeon.

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable nonconformance(nc) investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. (B)(4). Height: (B)(6) inches.